Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that elevated readings of co (10%) was observed when patient had no elevated levels. There was no blood gas analysis taken for comparison from the patient. The patient pulse remained at 78 for the entire time, and did not fluctuate. Tried on multiple fingers of right and left hands. Unit was then turned off and turned back on, and functioned in a manner that the ems personnel considered to be normal meaning that the readings read correctly and were consistent with the patient's clinical condition. Additional information was rec'd the patient was found hypoglycemic when emt arrived and after there treatment the patient was alert and oriented three times and was asymptomatic upon arrival to the emergency room.